Manufacturer narrative:
An event regarding a packaging issue involving a trident shell was reported. The event was confirmed. Method and results: device evaluation and results: the reported foam was returned, no blisters, no (B)(6) and no outer packaging was returned. Visual inspection was performed as part of the material analysis report. The packaging that the trident cluster was shipped in showed a yellow discoloration. The product was examined with the aide of a stereo microscope at magnifications up to 50x. Nothing remarkable other than the discoloration was observed. The report concluded that no contaminates were identified, it was not possible to determine the nature of the yellow discoloration. The event was reviewed by the packaging cell. The foam inserts arrive on site double bagged by the supplier and are opened in a cleanroom environment. There is 100% inspection of packaging in the cleanroom and at contents to box area. The cell concluded that there was no evidence that the discolouration occurred during the manufacturing process. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the root cause of the reported discolouration could not be determined however there is no evidence that there was any risk to patient or that the event was manufacturing related.

Event description:
It was reported that the package had yellow stain. (Looks like lubricant) the doctor used shell. The doctor wants to know ingredients of the stain.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the package had yellow stain. (Looks like lubricant) the doctor used shell. The doctor wants to know ingredients of the stain.